Event description:
A user facility reported the lma would not inflate after it was inserted in a pt. The valve was removed and a hemostat was used to maintain inflation. There was no pt injury or problem. The user facility has returned lma for eval.